Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with their pacemaker battery exhibiting 11 months of battery left. A clinic check one year ago had the device at 3 years remaining. Device replacement was discussed with a healthcare provider. Patient was stable after the event.